Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient consulted with their healthcare provider and complained the scs system stimulator was not delivering sufficient therapy. The patient stated in the last month or two, they noticed when they would turn up the stimulation it would not deliver the stimulation like it used to. Surgical intervention was taken and the patient's scs system generator was replaced and the issue addressed.